Event description:
Caller reported that the control-iq system was not adjusting insulin delivery as expected. The customer's blood glucose levels were not adversely impacted, remaining within normal ranges. Caller was educated by technical support on the predictive capabilities of the control-iq system regarding glucose values. No additional information was received regarding the outcome of the event.